Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that after connecting the percutaneous extension to the implanted lead, the ens was used for checking impedances. High impedances (4000 ohms) were found on electrode 1. Checked motor response on all four electrodes. Motors threshold was low for electrodes 0, 2, and 3. And motor response threshold was about 1.5-2 ma for electrode 1. The hcp expected the issue to resolve the next day. The issue was not resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36p67 implanted: (B)(6) 2026, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va36p67, implanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that all impedances were back within the normal range the next day.

Manufacturer narrative:
This supplemental has been submitted to correct the fdc/annex d code in h6, and to add an imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.